Event description:
It was reported that the patient was having trouble ¿with getting stimulation down his left leg and right leg since implant.¿ the patient stated that the last time they went to the managing healthcare professional (hcp) was (B)(6) and they did lower stimulation to his left leg. The patient noted when he was home he ¿turned it off and turned it back on and it changed again.¿ the patient stated that he was told it would take more programming to get stimulation to the legs. It was noted that the next appointment was (B)(6). The patient also noted that they were having difficulty recharging. Then the patient stated he was trying to make therapy adjustments using the patient programmer and observed the poor communication screen. The patient did not know if the implantable neurostimulator (ins) battery was ¿charged up.¿ it was noted that there was a coupling problem. The patient observed the ins charging screen but there were no coupling boxes shaded. The patient stated that the ins battery level icon was blinking up to the quarter mark. The patient also stated that they did not observe the stimulation on lightning bolt icon. The patient confirmed that they were eventually able to acquire all eight coupling bars. The patient stated that he would keep it off during the recharge. The patient mentioned that they had these problems since implant and this call was the most that they had been helped regarding the patient programmer and recharger. Three days later the patient called back and stated that they were having trouble charging the ins. It was noted that this had been going on ever since the device was implanted. The patient started a charge session and observed a normal recharging screen with coupling boxes shaded. The patient then stated ¿but stim is off.¿ the patient attempted to turn on stimulation but the recharger ¿told¿ the patient that he needed to charge the ins. The patient mentioned that he had replaced the patient programmer batteries with new ones. The patient stated that he did not wear the recharging belt. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).